Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 20th june, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. Based on photographic evidence the paint was peeling from fork, suspension arm, spring arm and headlight handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 20th june, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and 500. Based on photographic evidence the paint was peeling from fork, suspension arm, spring arm and headlight handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 20th june, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. Based on photographic evidence the paint was peeling from fork, suspension arm, spring arm and headlight handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 20th june, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and 500. Based on photographic evidence the paint was peeling from fork, suspension arm, spring arm and headlight handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and 500. Based on photographic evidence the paint was peeling from fork, suspension arm, spring arm and headlight handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminairefor diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.